Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the partial view of a catheter in which both the extension legs were noted to be milky white in color at the junction of the bifurcation implanted into patient body. Therefore, the investigation is confirmed for the reported material discolored and identified material opacification issues. However, it is inconclusive for the reported material integrity issue as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a hemostar hemodialysis catheter placement procedure, the catheter was allegedly found discoloration and whitening of the inner wall. It was further reported that patient allegedly experienced leukoplakia at the site of a long-term right jugular vein catheter and the vessel wall was fragile and prone to fissuring. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a hemostar hemodialysis catheter placement procedure, the catheter was allegedly found discoloration and whitening of the inner wall. It was further reported that patient allegedly experienced leukoplakia at the site of a long-term right jugular vein catheter and the vessel wall was fragile and prone to fissuring. The current status of the patient was unknown.